Manufacturer narrative:
No injuries were reported. Qiagen is reporting the incident in an abundance of caution and in accordance with the conditions of authorization under the emergency use authorization for this product. The qiastat-dx respiratory sars-cov-2 panel healthcare provider fact sheet published alongside the IFU states, laboratory test results should always be considered in the context of clinical observations and epidemiological data in making a final diagnosis and patient management decisions.

Event description:
Discrepant results for parainfluenza and rhino/enterovirus with the qiastat-dx respiratory sars-cov-2 panel.